Manufacturer narrative:
The snap closure on specific lot numbers of I-stat non-blood gas cartridges (I-stat 6+ cartridges, I-stat crea cartridges, I-stat g cartridges, I-stat e3+ cartridges, I-stat ec4+ cartridges and I-stat ec8+ cartridges) may be difficult to close or do not remain closed.

Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care verbally notified the FDA office 9/25/2007 of the remedial action.